Event description:
Patient's foley catheter was noted to be outside of the urethra. No visible trauma to the urinary meatus. Indwelling foley catheter tip was not intact. The urinary meatus was assessed, no indwelling catheter tip present. Md and charge nurse immediately notified. X-ray negative for foreign body.